Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a generator exchange, the physician noticed the atrial lead exhibited far-r wave over-sensing and under-sensing. The physician capped and replaced the lead on (B)(6) 2020. The patient was stable throughout.